Event description:
It was reported that post cag, patient presented with ventricular fibrillation (vf) and the implantable cardioverter defibrillator ( ICD) delayed detection where external therapy was required. The right ventricular (rv) lead was undersensing during the vf. The device and lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, product performance information was also received. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Three lead failure predictor high-rate non-sustained episodes <(><<)>= 177 ms average cycle length occurred on (B)(4) 2013. One ventricular fibrillation episode at 150 ms cycle length occurred on (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.